Manufacturer narrative:
A ge service rep performed an on site investigation. The gib, ffb, backplane, and hard drive were replaced during the service call. The system was tested and found to be working as intended, and put back into service.

Event description:
It was reported that the 8800 system locked up with the x-ray light and beeper on during a case. No pt injury was reported.